Event description:
It was reported lead had high lv thresholds on (B)(6) 2010. The lv threshold increased by 2v from (B)(6) 2010 to (B)(6) 2010. Later review of manufacturer's database revealed patient died (B)(6) 2010. No allegation from a health care professional that death was device related. Follow up revealed patient was down approximately 15 minutes, slumped over a chair. Event unwitnessed and no history of syncope. When ems arrived, patient was "apparently in asystole as well as pea type arrest." Cause of death reported as arrhythmia, cardiac arrest, respiratory arrest, traumatic injury, overdose, asphyxiation, renal failure. Device was not interrogated, not known if he received shocks, and device was not explanted. Additional follow up revealed that prior to this event, patient had been feeling "his steady usual self, but had been fatigued." He had not been complaining of any chest pain or overt heart failure symptoms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Previously submitted follow-up report #003 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously submitted follow-up report #004 should have been sequenced #003, so this report is being submitted as a placeholder with the sequence #003. If information is provided in the future, a supplemental report will be issued.